Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.

Event description:
It was reported that a couple of days after a stereotactic breast biopsy had been performed and a breast tissue marker was implanted, the pt presented with pain and edema at the site of the biopsy. Antibiotic treatment was prescribed. The pt is reported to be doing well.

Manufacturer narrative:
The lot number for the device was provided and a review of the device history records was performed. A manufacturing review was conducted and there is no indications for that the reported event is manufacturing related the lot met all release criteria. In addition, the sterilization certificate and bioburden testing were reviewed. All required sterilization testing was found to be acceptable. The complaint investigation is inconclusive as the sample was not returned for eval. It is unknown if patient and/or procedural issues contributed to the reported event. Therefore, based on the available information, the definitive root cause is unknown.